Event description:
It was reported to medtronic neurosurgery that a patient allegedly developed a fever after a shunt was implanted on (B)(6) 2011. According to the report, the shunt was explanted two days later.

Manufacturer narrative:
The ventricular catheter was returned in two segments. One segment measured 11.3 cm and was sutured to the inlet connector. The other segment was 6.0 cm long and contained the tip of the catheter. The returned segments were patent and did not leak. A review of the manufacturing and sterilization records showed no anomalies. It is unknown what may have caused the reported fever. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin."